Manufacturer narrative:
(B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported suction loss with one patient interfaces (pi) during a laser treatment while the laser was firing and after the patient was applanated. A brief description from the surgery center indicated the surgery center reported having a bad suction and gas bubble popped through. The vertical gas breakthrough (vgb) on the patient&#38112;operative left eye resulted in aborting the laser treatment. The surgeon explained the patient had very small corneas and that they were steep as well for the reason of the vgb. A brief description from the surgery center indicated that only a third of the raster pattern was laid down when the vgb was noticed and the foot pedal was then released. The surgeon thought that this was a patient anatomy issue versus a laser error. The patient will be rescheduled for a photorefractive keratectomy (prk) treatment. This report is for the patient interface. Pre-op: bcva from (B)(6) 2015: right eye (od) pre-op 20/15 -1.50 x -1.00 x 12; left eye (os) pre-op 20/15 -2.37 x -1.25 x 155. Post-op: bcva: 20/20. The equipment report will be filed separately.